Manufacturer narrative:
Unit received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip; however, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/delivery test and excessive no delivery test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads and missing o-ring at reservoir tube. (B)(4).

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir tube lip completely broke off. Customer's blood glucose was between 120 mg/dl and 130 mg/dl. Customer was advised that insulin pump would need to be replaced.